Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was likely the result of prosthesis wear. There is a potential root cause of higher than average loading in the posterior end of the insert, but that cannot be confirmed from the information provided. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient returned to the surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled for a revision tka possible poly swap vs. Full revision. The patient was revised and underwent a tibial poly swap with bone augmentation using cement behind the medial femoral condyle and the tibia plateau. The original poly implant was broken in pieces posteriorly and the surgeon removed all visible poly pieces from the wound and joint. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 4645164 02-010-03-0330 - logic cr femoral cem, right, sz 3 4641784 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. 2110498 02-012-49-3011 - logic cr tib insert slope++, sz 3, 11mm 4681789 200-02-32 - three peg patella 32mm.